Event description:
The pump was being prophylactically replaced to avoid in-vivo battery depletion. During the replacement a break/tear/hole was found in the catheter. The pump and catheter were replaced. The device sys was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis revealed no anomaly found for the pump. Final device analysis revealed a reliability non-conformance for the catheter. The body of the catheter was broken. It was compressed on the distal end of segment 2 which may have caused a break. Also the distal end of segment 1 may have been cut 90% which pulling may have caused a break.